Event description:
Customer was hospitalized due to low blood glucose levels. Found that customer was connected to the infusion set when she rewound and primed pump. Troubleshooting was performed and pump passed testing.